Manufacturer narrative:
Analysis of the pump revealed no anomaly. As received pump reservoir was empty and left in simple continuous infusion mode. Pump logs gathered with no anomalies to note. Pump passed dispense accuracy testing. Conclusion code and results code no longer applicable.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n172942001, implanted: (B)(6) 2008, product type: catheter. (B)(4). A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (5500 mcg/ml at 1583.6 mcg/day) and morphine (40 mg/ml at 11.517 mg/day) via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2015, the actual residual pump volume (0 ml) was less than the expected residual pump volume (6.7 ml). The discrepancy was not the result of a programming error. The patient had no symptoms; the patient had not noticed a change in therapy effect. They were planning to bring the patient back in a week to assess the situation. On (B)(6) 2015 an hcp reported that the patient came back in on (B)(6) 2015 to check the reservoir volume. At that time, the actual residual volume was 32.8 ml and the expected residual volume was 34 ml. The patient had no symptoms. The hcp had not performed the previous refill on (B)(6) 2015, but he did the refill on (B)(6) 2015 and did not suspect any partial pocket fill. On (B)(6) 2015 additional information was received from an hcp via a company representative. On (B)(6) 2015 it was reported that at refills the physician found that the expected volume was 1-3 ml less than expected resulting in over infusion of medication. The pump logs were read and no errors were detected. The pump was replaced. The issue was resolved. The patient status was reported as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.